Event description:
It was reported that -strange signals- were observed on the iegms after high voltage therapy was delivered. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.